Manufacturer narrative:
The actual complaint product was returned for evaluation. No product packaging was received. No visible damage was observed. The sample was tested for leakage. With the catheter fully retracted and the skive positioned beyond the peep seal, the test yielded a fail result; the sleeve inflated during testing. The catheter was manually positioned so that the skives were inside the peep seal as shown in the IFU. In this position, the test yielded a pass result; the sleeve did not inflate during testing. A potential root cause is use error; instructions for the proper product usage can be reviewed in the IFU that is included in the package. In the caution section of the IFU it is stated, "stop withdrawal when black mark on the tip of the catheter is visible within the dome (fig. 2). Withdrawal of the black mark past the dome may inflate the protective sleeve of the suction catheter and may cause oxygen desaturation." All information reasonably known as of 18 jul 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot m18242l608 was reviewed and the product was produced according to product specifications. All information reasonably known as of 03 jun 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the "sleeve was inflated and it did not return to its original state. The suction catheter was replaced for new one. No patient injury."

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The investigation is in progress. All information reasonably known as of 25 jun 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.